Event description:
Boston scientific received information that this right ventricular (rv) lead began exhibiting increasing (but not out of range) pacing impedance, increasing pacing threshold measurements, and decreasing r-wave measurements. Both the shock impedance measurements and pacing impedance measurements were within range. Based on the observations seen with this lead, a surgical procedure was performed. Since the device (1860/(B)(4)) was nearing elective replacement indicator (eri), it was replaced during the same procedure. During the procedure, this lead could not be extracted, so it was surgically abandoned. A new ICD and rv lead were successfully implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.